Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and he was treated with an insulin drip. The customer experienced nausea, excessive thirst/urination, fruity breath and ketones. Troubleshooting was performed. The caller mentioned that the customer was receiving no delivery alarms during the manual prime. The customer's most recent glucose reading was 267mg/dl. Instructed the caller to remove the reservoir and to check the connection to be sure is secure. Assisted the nurse to rewind and to prime, but the insulin pump alarmed no delivery. Ran a fixed prime test and the insulin did exit. Advised that the customer should call back when the tubing clamp arrives to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.